Manufacturer narrative:
E1/establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had broken insulation coating. The event occurred during a therapeutic endoscopic sphincterotomy that was able to be completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Updated field(s): d4, d8, d9, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the update to the corrected field: d4 lot number.

Event description:
No additional information provided by the customer.